Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, not all pieces returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the part was never used or touched in case. The tray went through the wash and this part came out fractured on the other side. No additional information is available at this time.